Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Further information has been requested of the initial reporter regarding: implant date, explant date, date of occurrence, device information and patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported events as follow: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications - possible complications of the use of orbera® include: - spontaneous over inflation of an indwelling balloon with symptoms including intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care.

Event description:
Reported as: a patient with the orbera intragastric balloon had a hyperinflated device, "creating major health issues." Patient has had six orbera devices previously and never had an issue. Patient presented to the emergency services as patient was severely dehydrated and weak. Patient received rehydration in the intensive care unit, however refused to have the device removed. Patient will wait for the orbera physician to remove the device.

Event description:
Additional information and further clarification noted: the physician "extracted the balloon and the orbera was perfect. No hyper inflation."

Manufacturer narrative:
.